Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as there was no contact information given. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported reagent exposure with the binaxnow covid-19 ag self test kit on (B)(6) 2024. The consumer mentioned that the reagent solution was dropped on top of the swab instead of the top hole of the test card. It is not known whether the swab was used before or after the reagent was placed on the swab. No additional information, including patient treatment and outcome, was provided.